Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device is being returned for an unspecified reason. Information has been requested regarding the specific allegations and healthcare facility information, but a response has not yet been received. The s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The s-ICD is expected to be returned for analysis, but has not yet been received.